Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, g.2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-oct-2022 to 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders did not display due to server download being stopped. A technical support specialist made a backup, dropped the database and completed full data synchronization to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system did not display the patient, preventing user to remove medication under patient profiles. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system did not display the patient, preventing user to remove medication under patient profiles. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders did not display due to server download was stopped. A technical support specialist made a backup, dropped the database and completed full data synchronization to resolve. The system was functional as intended.

Event description:
The customer stated that the users were not actually prevented from removing medications given that they were able to remove under critical override, a system feature that allows users to obtain medication under emergency conditions.